Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported even was confirmed. As returned, visual inspection indicated the strike plate of the inserter had been fractured and seized. The device also showed wear & tear and deep strike marks from field use. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event is likely due to normal wear during the instrument field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that the instrument broke in two parts during routine impaction. No harm to patient, case was successful. Attempts to obtain additional information have been made; however, no more is available.